Manufacturer narrative:
This ipg serial number was included in a field advisory. Manufacture has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient experienced difficulty in charging the ipg and eventually the ipg stopped charging. Trouble shooting was tried with another charger to no avail. Surgical intervention was undertaken wherein the ipg was explanted and replaced with another model.